Event description:
It was reported that the pump was implanted for infusion of duramorph. The flow rate was calibrated to be 0.88ml every day. The flow rate became erratic, and fluoroscopy revealed the catheter to be kinked and leaking. The pt complained of pain. The pump and catheter were explanted and replaced. There were no pt complications.